Manufacturer narrative:
Date of event: (B)(6). Date of report: 15aug2019. The manufacturer¿s field service engineer (fse) replaced the rear bezel to address the reported problem. The unit was tested and fully operational. The unit is returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
While performing service, the manufacturer's field service engineer (fse) discovered the rear bezel is cracked. There was no patient involvement.